Event description:
The reporter did back to back (rapid succession) blood glucose tests. The reported results were 8 and 119 mg/dl. Reporter did not have any symptoms. A control solution test of 137 was in range. No harm was alleged. During troubleshooting, the reporter stated that reporter had been cleaning the meter with alcohol. No harm was alleged. Follow-up attempts to contact the reporter for additional info have not been successful.